Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not available for return to the manufacturer for analysis. Imaging was not provided for review. The event as described could not be confirmed.

Event description:
It was reported through the rage clinical trial that a patient treated with embolization coil implants on (B)(6) 2022 had a recurrence of their aneurysm due to coil compaction. The aneurysm was retreated with a flow diverter. The patient completed their 18 month follow up on (B)(6) 2023 with no additional adverse events reported. Subject completed the study on (B)(6) 2024.